Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 2 open units. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in the warehouse. Received two open and unused samples with the needle detached from the thread and the thread still wound on the pack. Only one sample has been checked because the other sample has the thread end with tape and could not be analyzed. The thread in one of the samples received seems that had not correctly been attached to the needle. Although, without closed samples a proper analysis cannot be performed nevertheless we confirm the complaint with the evidences found in the sample received. Taking into account that no other customer complaints have been received we consider that these are isolated units. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan. The needle detached from the thread.